Event description:
It was reported that the physician could not insert the lead into the device at implant. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) visual analysis of the connector block revealed foreign material internal to the connector bore. An is-1 lead was inserted into the connector but could not be fully inserted into the connector block. The insertion problem was found to be the result of a misaligned setscrew block, which kept the lead from being completely inserted in the connector bore.